Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. Patient sample result data was requested from the customer, but it was not provided. The results were reported out of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ion selective electrode (ise) system is routinely calibrated twice a day and qc is run at the same time. Qc results have consistently been within the lab's established ranges. The customer was instructed to use the twice-weekly flow cell maintenance procedure. Pre-analytical sample handling was discussed with the customer. Service was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.